Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. The patient is scheduled to be seen for further follow up with their physician. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that while this patient was hospitalized for their crohn's disease, they experienced a ventricular arrhythmia requiring shock therapy. The implantable cardioverter defibrillator (ICD) delivered eight shocks, exhausting therapy. Subsequently, the patient required an external shock therapy to terminate the arrhythmia. Upon device interrogation, code 1005 was found, indicating an open circuit condition. Additionally, it was noted that this right ventricular (rv) lead has a history of exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and provided troubleshooting recommendations. Additional information was provided that the rv lead did not deliver a shock appropriately. Ultimately, this rv lead was explanted and replaced. The rv lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. The patient is scheduled to be seen for further follow up with their physician. The rv lead remains in service at this time. No adverse patient effects were reported.